Event description:
Customer reported the system goes to max kv and images go black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery on the x-ray controller board. And reseated a connector on the power motor relay board. System operates as intended. (B) (4)